Event description:
It was reported the patient's ipg became loose in ipg pocket due to significant amount of weight loss. In turn, the patient was not able to establish communication between ipg and external devices. A sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.